Manufacturer narrative:
Product used for off-label use. Product code for dystonia is mru. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the caller said the patient had been having trouble charging. At first the patient was able to keep their ins charged at 50% or better, but for the past 2.5 months they couldn't keep the charge "above 2 bars." Caller was not sure if they were talking about the battery charge or coupling bars, and the caller didn't have access to the patient or equipment. Caller tried to contact the rep but just got a voicemail. Pain was a reported symptom. Patient was in pain from the dystonia because the ins was not working up to par. The caller called back and stated that the patient was in excruciating pain because the implant was not helping. Caller stated about a week after the implant they turned the stimulation on and got the "battery going." Caller stated they had yet to program it and really help with their dystonia pain. Caller stated they had been working with the hcp and were told that it could take time (up to a year) to get the programming right so that it helps. Caller stated the implant was in the patient's chest. Caller didn't know if the patient used holster or adhesives. Chargins issues began ever since they had the device. There were no further complications reported.